Event description:
It was reported that deflation issues occurred. A 12mm x 2.50mm nc quantum apex and a 4.00 x 32mm synergy xd were selected for use. During the procedure, after the stent was successfully delivered and expanded, it was noted that the balloon got stuck in the guide. Another inflation device was used in an attempt to fully deflate the balloon, but it remained stuck in the guide, so a wire was used to pop and further deflate the balloon. Next the nc balloon got stuck in the guide after deflation and the nc balloon was also popped to further deflate. The balloon was removed and the procedure was completed successfully. There were no patient complications.